Event description:
It was reported that the left ventricular lead fractured. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. Examination of the returned distal portion revealed that all four filars were fractured as a result of fatigue at 45.0 cm from the distal tip.